Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving the error 4 error message. On (B)(4) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 12:00 pm, the patient obtained multiple error 4 error messages on the reported meter; she was unable to obtain a blood glucose reading. At approximately 8:00 pm, the patient experienced the symptoms of fatigue, thirst, frequent urination and she felt hyperglycemic. The patient's usual bolus dose of insulin ranges from 16 units to 21 units, therefore the patient took an average of 19 units novorapid insulin. The patient felt better after the insulin bolus. The patient manages her diabetes with an insulin pump, taking bolus doses three times per day. Earlier on the day of this event, the patient's blood glucose reading was 52 mg/dl, and she took her usual meals and medications. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the test strips correctly drew in the blood sample. The issue was not resolved. The meter and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue, and received self-treatment with insulin to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the error 4 issue could not be duplicated with meter or test strips. However, the test strip had an error 5 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.